Event description:
It was reported that there was liquid damaged and the flow alarms sounded with no fluid in the product. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there were hairline cracks under the drain fitting of the enclosure. There was also a missing reflux plug. The other major components of the device appear new. Functional testing consisted of powering on the device and checking the resistance of the float switch. The reported problem of the liquid damage to the device and the fluid not in unit alarm sounding was able to be replicated. The root cause of the reported issue was found to be a leak coming from the bottom of the enclosure, the float switch was working as intended. Repair actions consisted of replacing the enclosure, tank cover, front cover, plate clip and reflux plug. The technician performed the preventive maintenance (pm). The device passed all the functional testing. Unique identifier and 510(k) are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).